Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had no light coming through. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. The reported issue was not reproduced. Based on the results of the investigation, there was no identification of the cause of the occurrence. A definitive root cause of the phenomenon cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had no light coming through. There were no reports of patient harm.